Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5099970) that a female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor smooth gel implants, suffered several unexplained systemic symptoms, including autoimmune symptoms, heart palpitations, joint pain, fatigue, difficulty breathing, tightness in chest, rashes, sinus problems, reoccurring infections, increase uti, severe hives on shoulders and chest when exposed to sun, insomnia, fatigue, change in mood, and pain around breasts. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.